Manufacturer narrative:
An attempt to reproduce the reported event using care partner app 3.4.1 installed on samsung android galaxy a13 (os version 14) was conducted and was tested against carelink 15.0 in us environment and confirmed the issue is not reproducible. This issue is confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc."" A configuration issue with the whitelist update for care partner android devices was wrongly updated which caused the endpoint broken and the users were seeing unsupported device message on the care partner app. After conducting a thorough investigation, we found that this was because of deployment issue occurred on march 6, 2025. While attempting to deploy the updated whitelist for android devices for care partner mobile app, the whitelist endpoint responded with validation error which resulted in displaying unsupported device for the care partner mobile app users. However, after the change was reverted, and cp users were able to continue using the mobile app without any issues. The configuration change for care partner whitelist deployment on android devices - https://diabetescloud.atlassian.net/browse/mcm-649 the root cause appears to be deployment issue and after reverting the changes back, the users were able to use the mobile app for viewing the display message and receive push notifications. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: the issue should be resolved for the user as of march 6, 2025. Please let us know if the issue is still occurring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a software log in issue. The customer reported no adverse event. The event involved product(s) mmt-6111, mmt-7333. Troubleshooting was performed and unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6111. No product return is required for mmt-7333.